Event description:
Reporter alleged, obtaining discrepant blood glucose results of 285 mg/dl back to back with a result of 144 mg/dl, when testing was performed within 5 minutes of each other on the advantage system. Reporter stated on a different day using the same system, he obtained back to back discrepant results of 200 mg/dl, 158 mg/dl, 188 mg/dl and 178 mg/dl when each test was performed within 5 minutes of each other. Reporter indicated no actions were taken or treatment was received regarding the comparisons. A request was made for the return of the suspect device and replacement product was sent.